Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened and creased escape buttons dome switch. No unlocked lcd keypad connector noted. The insulin pump was received with normal operating currents and no unexpected low battery, battery out limit and failed battery test alarms during testing. Unit passed self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump had minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads, broken belt clips lot and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4.

Event description:
It was reported via phone call that insulin pump received a failed battery test alarm and a battery out limit alarm. After battery was changed it was noticed that buttons were not responding. Customer's blood glucose was 272 mg/dl at the time of call. Insulin pump would need to be replaced.